Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right atrial (ra) lead undersensing was noted in all locations in the atrium. The lead was removed, possible debris was flushed out, and when the physician attempted to re-implant the lead the helix had a "very bad delay with retraction." The lead was not used and another lead was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.